Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with failed battery test alarm. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for failed battery test alarm. Customer also reported that, the crack is on the corner of screen and runs all the way to the battery area to the pump. Customer has received several failed battery test within past 24 hours. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Device was monitored and tested with no failed battery test noted. Device received with cracked case near display window corners noted.